Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, mitraclip xt was implanted. Post deployment clip had single device leaflet attachment(slda) from posterior leaflet. As per the physician, the slda was due to patient's anatomy. A second mitraclip xt was deployed on the medial side of slda clip to stabilize it. The mr was decreased to grade 2-3 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda was due to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, mitraclip xt was implanted. Post deployment clip had single device leaflet attachment(slda) from posterior leaflet. As per the physician, the slda was due to patient's anatomy. A second mitraclip xt was deployed on the medial side of slda clip to stabilize it. The mr was decreased to grade 2-3 post procedure. There was no clinically significant delay reported. No additional information was provided.